Manufacturer narrative:
The insulin pump was returned for power loss alarm, low battery alarm and power error 25 was confirmed in the long trace. Power loss alarm occurred after the pump error 25 was cleared. Detailed trace analysis confirmed the pump alarmed low battery and then alarmed pump error 25 was triggered when the backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
It was reported that the insulin pump alarmed power loss multiple times when the batteries had been out of the insulin pump for less than 10 minutes. The customer's blood glucose was 6.0 mmol/l. The caller stated that the insulin pump had not been stored and had not been out of use for an extended period of time. The user inserted a new battery, and after one hour, the alarm recurred. The caller was advised to replace the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.